Event description:
It was reported that head of the cortical screw broke during insertion. The shaft of the screw was left in the bone.

Manufacturer narrative:
Investigation in progress, but not yet complete.